Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported an issue with cerelink codman monitoring system. Error message indicated "sensor or extension cable failure! Disconnect and replace cable or sensor". The cable was replaced and error message was resolved.

Event description:
N/a.

Manufacturer narrative:
Evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventive action (CAPA) was opened to investigate the failure mode of "out of range reading". The root cause investigation will be captured under that action.